Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been in a coma and never reported it. Customer was hospitalized on (B)(6) 2015. Customer's blood glucose was 600 mg/dl. Customer stated that there was a 911 call for her high blood glucose. Customer was also in diabetic ketoacidosis and was wearing the pump at the time of the 911 call. Customer was told by her doctor to stay off the pump and use insulin pens. Customer declined further troubleshooting since she does not have the pump.